Event description:
At implantation, there were device impedances readings of >4000 ohms on some of the bipolar pairs, and >4000 ohms on all or some unipolar pairs. The patient had good bellows and toe responses. The physician tried disconnecting and reconnecting, and also replaced the device, but were still getting >4000 ohms. With lead connected to device, w/ 0- and 3+, patient did have good bellows. Sensory could not be tested. Decision was made to close up the patient. First device implanted and the explanted will be returned for analysis.

Manufacturer narrative:
(B)(4).